Manufacturer narrative:
Siemens is investigating. Additional information has been requested from the customer, including availability of sample to be returned for further testing by siemens. MDR 1219913-2019-00126 was filed for the same event (for repeat false (B)(6) results using lot 104).

Event description:
A customer obtained a (B)(6) result with advia centaur xp anti-hbs2 (ahbs2) reagent lot 104 on two (2) patient samples. These results were not reported to the physician. The samples were repeated using advia centaur xp anti-hbs2 (ahbs2) reagent lot 106 and (B)(6) results were obtained. The samples were retested using advia centaur xp anti-hbs2 (ahbs2) reagent lot 104 and (B)(6) results were obtained again. The (B)(6) result run with ahbs2 lot 106 was reported to the physician. The customer stated that they believe the (B)(6) results are correct based on clinical picture of the patients. Only two patient samples were observed with this issue. Quality control is meeting range for both reagent lots. There is no report that treatment was altered or prescribed and no report of adverse health consequences due to the advia centaur xp anti-hbs2 (B)(6) results.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2019-00125 on july 02, 2019. Additional information from 07/15/2019: no instrument errors were found with the system during events. The customer is not able to provide the patients' medical status or a list of medications/supplements the patients are taking. The sample cannot be sent to siemens for further investigation due to china regulations. The clinical sensitivity and specificity section of the advia centaur xp anti-hbs2 instructions for use (IFU) lists the 95% confidence interval (ci) for resolved relative specificity as 98.34% - 99.88% so a certain number of false positives can be expected with a given lot.the issue with these 2 samples is not an indication lot 104 is failing to meet the specificity claim in the IFU. The cause of the false positives when using advia centaur xp ahbs2 lot 104 could not be determined but hsc cannot rule out a sample issue or normal assay performance. Based on the investigation, no product problem was identified. No further evaluation of the device is required. MDR 1219913-2019-00126 supplemental report 1 was filed for the same event.